Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Nurse stated that on (B)(6) 2014, the patient's inratio2 inr was 3.7. The patient's therapeutic range was 2.5 - 3.5. The nurse reports using inratio2 strips on an inratio monitor. The nurse was concerned that the patient may have a gastrointestinal (gi) bleed, due the patient experiencing "black" stools, and took the patient to the emergency room approximately two (2) hours lager. The laboratory inr was 8.7. The patient was hospitalized, in the intensive care unit (ICU), with an admitting diagnosis of supratherapeutic inr. During the hospitalization, the patient's had a quaiac positive stool. On (B)(6) 2014, the patient was in stable condition and was expected to be moved from ICU to a regular room. It is unknown what or if any treatments were provided for the elevated inr. Nurse reports that the patient's hematocrit and hemoglobin came back within normal limits; there was no actual results reported. The patient was discharged from the hospital on (B)(6) 2014, in stable condition. After the nurse learned of the patient's discrepancy, she tested herself on the inratio device and received a 0.9 inr. This results was in expected normal range for a person who is not taking anticoagulation medication. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Retain strip testing on the returned monitor met both accuracy and strip repeatability criteria. Investigation of the returned monitor did not uncover any deficiencies. The monitor continues to meet specification. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. The customer was testing the inratio2 test strips on the original inratio monitor. As stated in the package insert, "the alere inratio2 pt/inr professional testing kit." The package insert also states, "the alere inratio2 pt/inr professional testing kit consists of the alere inratio2 pt/inr monitor and the alere inratio2 pt/inr professional test strip." This is considered off-label use. (B)(4) was opened to investigate potential discrepancies in which the inratio2 results is four or more inr units below the reference result.